Event description:
Information was later received that it was suspected the lead may be through the ventricle a little, but not completely perforated. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Manufacturer narrative:
--

Event description:
Boston scientific received information a premature ventricular contraction was noted with a pause. One second later, a pacing spike did not capture. Therefore, there was a pause for three seconds. The patient was moving at the time and was not symptomatic. The device was programmed to vvi 40 and the normal sinus rhythm was 60 bpm. It was indicated that the right ventricular lead had high threshold measurements and impedance measurements of 2100 ohms for the (B)(6).